Manufacturer narrative:
Visual inspection, dimensional analysis, and functional testing were performed on the returned device. The reported leak and anomalous hole were not able to be confirmed, as the device was able to purge liquid through the purge hole, without any leaks. There were no holes nor tears to the returned catheter sheath. Based on the information provided and analysis of the returned device, the cause for the reported leak and anomalous hole was unable to be determined. The returned device was able to purge as expected, and without error or leaks. It should be noted that optis and opstar model catheters are equipped with a dedicated purge hole, located proximal to the guidewire exit notch. In this case, it is likely that the user was unaware or forgot that the optis and opstar model catheters have dedicated purge exit holes; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial MDR report, the following information was provided: after device analysis, it has been confirmed there was no hole on the device other than the expected purge hole. Therefore, based on the analysis, there is no issue with this device and this would not be reportable, however, since a report has already been filed, this will remain reportable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the dragonfly optis imaging catheter was purged and a hole was noted. There was a leak on the distal side of the imaging catheter. Therefore, the imaging catheter was not used in the patient and an unknown device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.